Event description:
It was reported that this right ventricular (rv) lead exhibited noise, high capture threshold measurements, and loss of capture approximately three days post initial implant procedure. In addition, it was reported that during the initial implant procedure, the patient experienced a pneumothorax. During troubleshooting, the noise was able to be replicated through isometric movements. Subsequently, the patient underwent additional surgical intervention and the rv lead was successfully repositioned. No additional adverse patient effects were reported.